Event description:
A baxter repair technician reported an infusion pump with fail code 812:02 during service. The hospital rep stated they have no record of any pt incident involving the pump since the last baxter service event.